Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the patient has effective therapy following the procedure and the issue is resolved.